Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury cannot be determined. The reported tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. An xtw clip deployed on the mitral valve, reducing mr to a grade of 1. However, after deployment, it was observed mr increased to a grade of 1-2 and small hole was observed between the posterior annulus and the clip. The clip remained stable; therefore, no additional clips were implanted and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.